Event description:
Additional information was received that prior to the transcatheter valve implant, the mean gradient was 27 millimeters of mercury (mmhg). After the transcatheter valve implant, the mean gradient was 23 mmhg. Per the physician, the transcatheter valve being placed inside of the previously implanted 25 mm non-medtronic (edwards) surgical aortic valve contributed to the elevated gradient. The patient was placed on anti-platelet medication (plavix) following the valve implant. The last three international normalized ratio (inr) measurements were: 1.23 on (B)(6) 2025; 1.21 on (B)(6) 2025; and 1.03 on (B)(6) 2025. Additionally the patient died while being worked up for transcatheter aortic valve(tav) in tav in surgical aortic valve (sav) replacement. The cause of death was not reported.

Manufacturer narrative:
Updated data: b2 b5 b7 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic surgical aortic valve, the patient presented with chest pain. An echocardiogram was performed that revealed severe aortic stenosis with a mean gradient of 50 millimeters of mercury (mm hg), peak velocity of 4.6 meters per second (m/s), area of 0.68 squared centimeters, peak instantaneous gradient of 85 mm hg, doppler velocity index of 0.23, and an ejection fraction (ef) 60-65%. Approximately 1 month following the echocardiogram, a computed tomography (CT) scan was performed that revealed the valve appeared unexpanded and leaflet thickening with thrombus/pannus formation. The patient also experienced symptoms of heart failure/hemodynamic instability and was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years and 2 months following the implant of a 26 millimeter (mm) transcatheter valve in a previously implanted 25 mm non-medtronic (edwards) surgical aortic valve, the patient presented with chest pain. An echocardiogram was performed that revealed severe aortic stenosis with a mean gradient of 50 millimeters of mercury (mm hg), peak velocity of 4.6 meters per second (m/s), area of 0.68 squared centimeters, peak instantaneous gradient of 85 mm hg, doppler velocity index of 0.23, and anejection fraction (ef) 60-65%. Approximately 1 month following the echocardiogram, a computed tomography (CT) scan was performed that revealed the valve appeared unexpanded and leaflet thickening with thrombus/pannus formation. The patient also experienced symptoms of heart failure/hemodynamic instability and was hospitalized. Additional information was received that prior to the transcatheter valve implant, the mean gradient was 27 millimeters of mercury (mmhg). After the transcatheter valve implant, the mean gradient was 23 mmhg. Per the physician, the transcatheter valve being placed inside of the previously implanted 25 mm non-medtronic (edwards) surgical aortic valve contributed to the elevated gradient. The patient was placed on anti-platelet medication (plavix) following the valve implant. The last three international normalized ratio (inr) measurements were: 1.23 on (B)(6) 2025; 1.21 on (B)(6) 2025; and 1.03 on (B)(6) 2025. Additionally, the patient died while being worked up for transcatheter aortic valve(tav) in tav in surgical aortic valve (sav) replacement. The cause of death was not reported. Additional information was received that the patient was admitted for pulmonary embolism (pe) and started on a heparin drip but developed a gi bleed and acute renal failure. Dialysis was started and the family requested comfort measures. Per the physician, the cause of death was acute respiratory failure with hypoxia and the valve could not be excluded as a contributing cause due to the severe aortic stenosis and the patient being too sick for valve intervention. The physician indicated the patient's underlying medical history was a contributing cause to the death.